Event description:
The customer reported the plug driver broke during surgery. No adverse events were reported, however this device is subject to the two year malfunction rule.

Manufacturer narrative:
The user facility is foreign; therefore, a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File one of two for the same event, reference 2242816-2015-00032.